Event description:
A software error was detected, resulting in a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised that they may continue using the pump and to call back if the issue reoccurs.